Event description:
It was reported that the programmer monitor was loose. The programmer was returned for repair and test/calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the loose monitor. The loose hinge plates sometimes made the display seem loose and difficult to open. It was also noted that the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose, and the system fan was noisy. (B)(4).